Event description:
The customer contact reported the "pump runs backwards between pumping cycles causing blood to back into tubing leading to an occlusion. Site flushed, patent running on gravity." No specific patient information, pump programming or event details was available.